Event description:
Same case as MDR ID: 2134265-2015-00659. It was reported that rotawire fracture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 2.0mm rotalink¿ plus and a rotawire¿ were selected to treat the lesion. During the procedure, ablation was performed about 10 times using a 2.25mm burr with a rotational speed of 200,000rpm. The device was then exchanged with a 2.00mm burr following ablation. When attempting to advance the 2.00mm burr into a non bsc guiding catheter, resistance was encountered at the curved part of the catheter. After that, when the rotaburr jumped and was advanced into the coronary artery, it was noted that the rotawire was detached near the middle of rca. Optical coherence tomography (oct) test was performed and confirmed that the wire remained inside the patient. No issues were observed on blood flow of the coronary artery. Percutaneous coronary intervention were performed to the patient several times and there was a site of the lesion that unspecified stents were deployed fourfold. The physician then decided to perform surgery the following week. The patient is presently stable and being monitored.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed and revealed that the wire was broken at 315.3cm approx. From the proximal end. The distal section including the spring tip was not returned (14.7cm approx.) All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire. Ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-00659. It was reported that rotawire fracture occurred. The target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 2.0mm rotalink plus and a rotawire were selected to treat the lesion. During the procedure, ablation was performed about 10 times using a 2.25mm burr with a rotational speed of 200,000rpm. The device was then exchanged with a 2.00mm burr following ablation. When attempting to advance the 2.00mm burr into a non bsc guiding catheter, resistance was encountered at the curved part of the catheter. After that, when the rotaburr jumped and was advanced into the coronary artery, it was noted that the rotawire was detached near the middle of rca. Optical coherence tomography (oct) test was performed and confirmed that the wire remained inside the patient. No issues were observed on blood flow of the coronary artery. Percutaneous coronary intervention were performed to the patient several times and there was a site of the lesion that unspecified stents were deployed fourfold. The physician then decided to perform surgery the following week. The patient is presently stable and being monitored.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).